Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged difficulty in breathing, cough, sneezing. There was no report of patient harm or injury. The device was returned and could not confirmed the customer allegation.